Event description:
When the lens was being delivered to the eye through the delivery device, the haptic tore off. Another lens was used for the procedure.

Manufacturer narrative:
This medwatch was completed by the manufacturer. See MDR 1920664-2007-00573 for intraocular lens used with this delivery device.